Event description:
An integrity rx coronary stent was intended to be used to treat a patient. The attempt was unsuccessful. The device was returned to the manufacturing facility and damage was noted to the stent on inspection. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st distal stent segment was raised and deformed.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent damage, failure to deliver the stent). (Root cause of event cannot be determined based on limited information provided). Evaluation conclusions: known inherent risk of procedure (stent damage, failure to deliver the stent). (Root cause of event cannot be determined based on limited information provided).